Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm commander delivery system (ds), the ds balloon ruptured during valve deployment. Blood was observed in the inflation syringe at the time of the event. There was no difficulty withdrawing the ds. The valve was fully deployed and successfully implanted. As a complication related to the event, a left main coronary artery dissection was reported. The patient was in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.